Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The customers blood glucose level was 280-300 mg/dl. The customer was sent a replacement pump. The customer will continue to use pump for insulin therapy.